Event description:
The surgeon noted proud middle distal screws during a case.

Manufacturer narrative:
During a subsequent surgery, the surgeon admitted to the product engineer that he was using the drill guide block inappropriately.